Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. The reported problem of pump not powering on could not be duplicated or verified. The software was replaced as a preventive measure. Other issues were found and repaired on device. (B)(4). No problems revealed in the DHR.

Event description:
Information received a smiths medical cadd ms3 gray slate pump powers off. No further information. No adverse patient involvement reported.